Manufacturer narrative:
No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. As part of the catheter manufacturing process the units go through an electrical inspection.

Event description:
As reported, as per customer feedback survey, the swan-ganz catheter continuous monitoring modes had intermittent poor reliability. In addition, the fluid infusion through infusion port has a slow rate. No further information could be obtained as the hospital information is confidential. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
Hospital information is confidential since the event comes from a anonymous survey and it is not possible to obtain further information. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.